Event description:
It was reported that the patient expired on (B)(6) 2024 after being rushed to the hospital due to an infection related to the implanted pacemaker. It was also noted that at some point prior the device "came out". The device model and serial number are unknown at this time. Additional information received indicated that the details surrounding potential erosion of the device site were not known; however, it was believed that the device had not been explanted at that time. The patient had received treatment (unspecified) for infection prior to death. There were no details available as to whether the device was explanted post-mortem.